Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in of a failure to switch to battery when ac power was lost. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: customer contact reports no patient information is available.